Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the presyncopal patient present to emergency room. Upon interrogation of the implantable cardioverter defibrillator, backup operation was observed. The patient's presenting rhythm was not provided. The device was restored successfully. The patient's condition was stable and would continue to be monitored with regular follow-up.